Event description:
It was reported that a roi-a anchoring plate fractured intra-operatively and remains implanted. The patient is stable but presents with mild low back pain and sciatica. The implant has not migrated and a revision is not planned at this time.

Manufacturer narrative:
D4 expiration date: 01-mar-2030 or 01-mar-2029 d4 UDI: (B)(4) h4: 06-may-2025 or 06-may-2024. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.